Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the rear case standoff was found freed, lodged between the cam shaft and motor. It was determined that this caused the system error 105 alarms. The rear case and motor assembly have been replaced.

Event description:
During review of the event history log system error 105 was observed. This suggests a device malfunction. Any pt involvement, injury or medical intervention is unk.